Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at an unknown dosage via an implantable pump for intractable spasticity and post spinal cord injury. On (B)(6) 2016, it was reported that the patient experienced a sudden onset of increased tone about 3 weeks prior to the report date. Around this same time, the patient was being treated for a uti and their tone did not improve when treatment continued. On (B)(6) 2016, a catheter aspiration and a dye study were attempted, but both the catheter aspiration and dye study were unsuccessful. An x-ray was performed and an area near the catheter anchor was identified where the catheter may have fractured. The patient was placed on oral baclofen and a surgery to repair or replace the catheter is being planned.

Manufacturer narrative:
Analysis of the catheter identified a broken catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer's representative. The patient underwent a catheter revision surgery (B)(6) 2016. A complete break was discovered in the catheter at the anchor site on the spinal catheter segment. The physician could not locate the spinal segment portion that broke off, and chose not to search for the segment due to concern of causing a dural leak. The pump segment of the catheter was removed, and a new catheter was implanted. The physician was able to aspirate 0.5 mls from the catheter access port (cap) after the new catheter was implanted and connected to the pump. The removed products were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient reported feeling increase in spasms when there was an issue with the catheter. No further complications were reported.